Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is field to report the clip opening post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the a2/p2. While the lock line was pulled, the clip slightly opened to 10 degrees. The arm positioner was rotated, and the clip was re-closed. The physician pulled the lock line again and the clip continued to slightly open. The physician proceeded with removing the lock line and the clip was deployed. Post deployment the clip opened to approximately 30 degrees; however, the clip remained stable on the leaflets and the mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening post deployment. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a clinical staff engineer, and the reviewer stated that ¿one (1) fluoroscopic video and one (1) echocardiographic video were provided. The fluoro video was taken immediately after clip deployment in which the cds can be seen being retracted into the sgc and then the video zooms in on the fully deployed clip. The clip arm plane is angulated relative to the fluoro frame making it difficult to assess the clip arm angle. The clip arm angle appears to be 20°; however, this is only an approximation based on a visual assessment with the naked eye and is not confirmed. The echo video is actually a collage of pre and post procedure videos summarizing the procedural outcome. The quality of the echo videos is poor (low resolution, grainy) and make it difficult to assess the videos in which the cds is present in view. The three echo videos on the right side were presumably taken post deployment as no delivery catheter can be seen in those view. Specifically, the bottom right lvot view shows the clip on the leaflets. The clip arm angle appears to be 20° - 30°; however, this is only an approximation based on a visual assessment with the naked eye and is not confirmed. Since no pre-deployment cine of the clip was provided, it cannot be confirmed when, and by how much, the clip opened during or post deployment."